Event description:
Patient presented to the physician with symptoms of numbness, tingling, and alleged their tongue swells. An allergy test was performed, and the results returned negative. Due to the symptoms, the patient requested removal of the device. Physician brought the patient into the or and removed the entire inspire system.